Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) (B)(6), (3i t3 with dcd non-platform switched parallel walled implant 4 x 8.5mm) and one (1) ire100 (do not ue-certain ratchet extension - short 4.1, 5.0, 6.0mm(d)) for evaluation. Visual evaluation was performed, there was signs of use, the driver wouldn¿t disengage from the implant. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ire100 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : does not disengage/release. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was a damage to hex on implant driver. However, it could not be confirmed due to the driver being stuck inside the implant. Therefore, based on the available information, a device malfunction did occur. The driver was stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D10. Concomitant medical products bnss485, 3i t3 with dcd non-platform switched. Parallel walled implant 4 x 8.5mm lot 2022110091.

Event description:
Doctor reported that insertion tool does not disengage from implant and implant had to be removed. Patient has been rescheduled for new implant placement.